Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to see insulin drops exit the infusion set tubing. Reportedly, the customer changed the infusion set; however, the issue was not resolved. The customer then changed the cartridge and to another infusion set and stated this eventually worked as expected. Customer was successfully able to resume insulin delivery. The customer's blood glucose level was not impacted.